Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation tmj system right fossa component, small catalog #: 24-6562 lot #: 505180a, biomet microfixation tmj system right standard mandibular component catalog #: 24-6545 lot #: 509430a, biomet microfixation "2.4 mm" system ht cross-drive screw catalog #: 91-2708 lot #: ni, biomet microfixation "2.4 mm" system ht cross-drive screw catalog #: 91-2710 lot #: ni, biomet microfixation "2.4 mm" system ht cross-drive screw catalog #: 91-2712 lot #: ni, biomet microfixation tmj system cross drive emergency fossa screw catalog #: 99-6587 lot #: ni, biomet microfixation "2.7 mm" system emergency cross drive screw catalog #: 99-9950 lot #: ni. Therapy date: (B)(6) 2018. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00495, 0001032347-2018-00496, 0001032347-2018-00498, 0001032347-2018-00499, 0001032347-2018-00500, 0001032347-2018-00501, and 0001032347-2018-00502.

Event description:
It was reported there was a revision due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Because the implants were removed in a revision surgery, the complaint is confirmed. All of the implants were returned for evaluation, with the exception of one of the three 2.7x10mm ht x-drive screws (part# 91-2710). No anomalies were noted with the returned implants and no x-rays, scans, or physician's reports were provided. For these reasons, the most likely underlying cause of the complaint cannot be determined. There was a total of about 3 years, 3 months between the initial implant and the revision due to infection. This duration puts this case of infection into the "late" classification, which is believed to be hematogenously acquired. In this stage the joint is infected but most likely not the primary source of implant infection. It is most likely that the patient would exhibit signs and symptoms of infection within the first year of implantation if it is implant related. The etiology of late infections is most likely hematogenous spread or direct inoculation from a contiguous structure. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: infection (systemic or superficial). The IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The importance of prompt medical attention if they experience unusual swelling in the area of the implant. The risks associated with a total tmj system (see warnings and adverse events). Device history record (DHR) review was unable to be performed for the screws as the lot number of the device involved in the event is unknown. The manufacturing history was reviewed for the fossa component and no discrepancies were found. DHR was reviewed for the mandibular component and no discrepancies were found. There are no indications of manufacturing defects. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00495-1, 0001032347-2018-00496-1, 0001032347-2018-00498-1, 0001032347-2018-00499-1, 0001032347-2018-00500-1, 0001032347-2018-00501-1, and 0001032347-2018-00502-1.

Event description:
This follow-up report is being submitted to relay additional information.